Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). They were cooling patient for about 4 hrs. The patient temperature was 35.5c, the target temperature was 33c and the water temperature was 7.5c. Trend was going down. Ms&s spoke with technical support and they mentioned that it could be the mixing pump and not necessarily the chiller. Technical support recommended to place the arctic sun device in manual mode. Patient temperature was now 35.3c and the water temperature was still at 7c. Trend was going down. Per follow up via nurse on 01dec2020, water was added to device to resolve issue. Therapy was completed and device was kept in service.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). They were cooling patient for about 4 hrs. The patient temperature was 35.5c, the target temperature was 33c and the water temperature was 7.5c. Trend was going down. Ms&s spoke with technical support and they mentioned that it could be the mixing pump and not necessarily the chiller. Technical support recommended to place the arctic sun device in manual mode. Patient temperature was now 35.3c and the water temperature was still at 7c. Trend was going down.